Event description:
It was reported that during an implant procedure, the right atrial (ra) lead was wrapped around the left ventricular (lv) lead causing the lv lead to dislodge. The physician decided to explant and replace both the ra and lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that all conductors including the distal conductor had blood/body fluid (not obstructed).